Event description:
The pt reported that she was hospitalized for diabetic ketoacidosis. She stated that she went to the doctor for an illness, and her pdm read 308 mg/dl. She stated that five minutes later, the doctor's meter read 390 mg/dl. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the pt's hyperglycemia and hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises, "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."